Manufacturer narrative:
The returned lens was received cut in two pieces across the optic precluding measurement of the diopter. A review of the manufacturing records for this lens shows that it was released within its labeled diopter: 10.5d. The cause of this event could not be determined. No additional reports of a similar type were received for the remaining lenses manufactured in this work order. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The doctor reported that after implanting a multifocal lens, 10.5 diopter, the patient experienced an unexpected refraction. The lens was removed and replaced with a lower diopter lens. Patient's visual acuity was reported as good following the lens exchange.

Manufacturer narrative:
The lens was not received for analysis. Prior to release, the device met all manufacturing specifications. Our investigation suggests this event was not caused by a deficient lens but instead by the incorrect diopter initially implanted. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Not returned for analysis.